Manufacturer narrative:
The complaint of a leak in the catheter is confirmed. During hydraulic pressurization of the venous and arterial lumens reveals small pinhole leaks emanating distal to the surecuff. The pinhole leaks are seen on both the arterial and venous lumens. It should be noted the leak sites were only observed during pressurization of the catheter. The damage found on the returned complaint sample is consistent with an inadvertent needle puncture. However, the exact mechanism of damage is undetermined at this time. The product IFU states, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material." This may be a user maintenance issue. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
Hemoglide catheter inserted femoral vein on (B)(6) 2010. Patient dialysed after insertion. End of dialysis dressing changed due to blood ooze at exit site. Oozing continued especially when patient stood. Nephrologist order catheter to be removed on (B)(4) 2010. Nurse unit manager noticed three small perforations down mid shaft of catheter.